Event description:
It was reported the pump was explanted due to skin irritation and thinning. The patient recovered without sequelae. The catheter was also explanted. The reason for catheter removal was noted as ¿other.¿ follow up has been requested regarding the reason for catheter removal, the patient status prior to the event, and the drugs contained in the pump has been requested and a supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# n(B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomaly. Device interrogation revealed at the time of return the pump delivered morphine. (B)(4)